Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on an unknown date, an a1059 mayfield skull clamp would not tighten up while being used on an unspecified surgery. The surgeon tightened the device as much as he could and it was still loose. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit functions properly. The device history record found no issues relating to this device that was manufactured on july 2008 with lot number 087. The complaint was not confirmed. The root cause is undetermined at this time.